Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous left anterior descending coronary artery that is 90% stenosed. A 2.0x12mm trek balloon was used to predilate the lesion before a 3.0x28mm xience sierra drug-eluting stent (des) was implanted at 12 atmospheres. An edge dissection was observed at the distal edge of the stent after post dilation using a 3.0x12mm nc trek balloon at 14 atmospheres. A 2.75x15mm xience sierra des was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of vascular dissection is listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H6 correction: investigation conclusions code 23 removed, code 22 added.